Manufacturer narrative:
One ensite velocity¿ system velocity amplifier was received. When the amplifier was powered on and had timed in, it was displaying a blinking amber light indicating power on self-test (post) failure. Error and post history logs review showed the catheter amplifier board in slot 13 had multiple power up board failures. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the cancelled procedure was isolated to the catheter amplifier board in slot 13.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure a cancellation occurred. The amplifier would not pass the self-test. The issue could not be resolved and the procedure was cancelled. There were no adverse patient consequences.